Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose of 678 mg/dl and diabetic ketoacidosis. Prior to the hospitalization, the customer experienced fatigue and rapid heart rate. The customer decided to go to the ER. She was treated with an insulin IV. The customer stated that her skin stopped absorbing the insulin and that she had to change her site. No troubleshooting occurred, and no products were returned or replaced.